Event description:
Additional information received indicates that troubleshooting was able to recover the ipg. Reportedly, the ipg is now communicating with external devices. Issue resolved.

Manufacturer narrative:
The event of a patient unable to connect with their ipgs was reported to abbott. The system had not been set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may had been used. The ipg was recovered in field and effective therapy was restored. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Event description:
It was reported that the patient was unable to communicate with their ipg following an unrelated surgery.